Event description:
It was reported that the artificial urinary sphincter (aus) was no longer inflating. A replacement surgery was performed in which all components were removed and replaced. During the procedure, a hole in tubing was observed and there was no fluid in the pressure regulating balloon (prb), therefore a fluid leak was confirmed. No patient complications were reported.